Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. A revision took place, and upon attempting to reposition the lead the helix would not retract. A new lead was used. This lead will not be returned as the lead was cut. No additional adverse patient effects were reported.